Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. The device was received for analysis in two actions as a result of a break that had occurred in the hypotube. The break was located approximately 35.5cm distal to the strain kinked at various locations along their lengths. A severe kink was present approximately 4.5 cm distal to the strain relief. A microscopic examination of the break site found that the break occurred as a result of a severe kink that developed in the hypotube. Both the kinks and the break are consistent with excessive force having been applied to the device. There was a build up of a foreign substance, consistent with solidified contrast media on the shaft at the site of the break. A detailed examination of the crimped stent, balloon and tip found no issues. The balloon did not appear to have been subjected to any positive pressures. Due to the kinks and the break in the hypotube shaft, it was not possible to test for inflation difficulties. A review of the manufacturing documentation shows that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.

Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary stenting treatment procedure the balloon of the 3.0x12mm liberte bare monorail coronary stent delivery system (sds) was unable to be inflated. However, returned product analysis revealed that the catheter also exhibited a break that was located approximately 35.5cm distal to the strain relief.